Event description:
The event is reported as: the stapler jammed during use. No patient injury or intervention reported.

Manufacturer narrative:
The device is reported as available for evaluation. The device was not received for evaluation at the time of the report. The results of the investigation are not available at the time of this report.